Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was possible contamination on 5 bottles. The customer noticed a trend and results didn¿t fit clinically. Erroneous results were reported to doctors but treatment is unknown. There was no adverse impact to patients. The following information was provided by the initial reporter: customer problem: possible contamination. Customer emailed that bacillus cereus was isolated.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: catalog: 442020. Batch no.: 2070255. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was possible contamination on 5 bottles. The customer noticed a trend and results didn't fit clinically. Erroneous results were reported to doctors but treatment is unknown. There was no adverse impact to patients. The following information was provided by the initial reporter: customer problem: possible contamination. Customer emailed that bacillus cereus was isolated.